Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.